Event description:
It was reported that the pump was removed because "it never worked". The patient did not have the serial number for the removed pump. The last pump was only filled once and never refilled because "it did not work". The patient noted "it caused me so much problems". The drug in the pump was not known. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).